Event description:
Tip of swab came off and was retained in the patient.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2022, a 29 year old patient underwent a cesarean delivery. It was reported that "patient had progressive worsening vaginal pain with discharge and was found to have a retained sponge five weeks following her cesarian delivery. Retained sponge was discovered on (B)(6) during vaginal exam performed in the emergency department". According to customer contact, the cesarean delivery was completed without complications. It was reported that the staff did "note that the sponge had fallen off the stick while prepping the patient for surgery". Due to the reported incident, the patient required treatment in the emergency department to remove the sponge, was given antibiotics and then discharged home on oral antibiotics. According to the contact, "patient had immediate relief of symptoms with the removal of the sponge. Her lab studies (to include wbcs) was normal and did not indicate a systemic infection (i.e. Sepsis)". The sample is not available to be returned. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.